Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button alarms noted. Insulin received with crack case at display window corner, battery tube threads and severe scratches on lcd window.

Event description:
It was reported that the customer received a button error. Customer stated, he ate breakfast and used manual syringe to treat. Customer's blood glucose was 69 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.